Event description:
It was reported that the patient presented for post operative check. Upon interrogation, the cardiac monitor was post-sensed t-wave oversensing and undersensing r-waves. The patient was asymptomatic. Programming changes were performed resolving the oversensing and undersensing.